Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this finger cuff measured high pressure values (value: 273 mmhg/149 mmhg) compared to the upper arm blood pressure cuff (value: 151 mmhg/82 mmhg). The patient had a large finger, maybe due to oedema. There was no allegation of patient injury.